Manufacturer narrative:
Per software eval, the test have been done on the planning station and treon plus. The customer is using version 1.6 because 3d rendering model is better from the newer version. Per mnav engineers the theory is that somehow the orientation is getting changed between exam loads.

Event description:
Site reported problem with the use of the stealth spinal navigation application. The same issue occurred where image orientation was reversed along the y-axis (left-right) flip and was noticed when the plans were reversed. No impact on pt outcome reported.